Event description:
A hemobahn was used to treat an iliac aneurysm. The doctor placed the 10 x 5 hemobahn after measurement using a cross over technique. It deployed easily. When the catheter was pulled back the distal (tube) part broke at the proximal olive. The catheter was caught with a snare. The pt is well.